Event description:
A nurse reported that a pt who is mentally challenged, ingested 7 efferdent anti-bacterial denture cleansing tablets (potassium monopersulfate, sodium perborate monohydrate) once in 2003. After ingesting the product, pt had an increased heart rate, rapid respirations, and abdominal bloating. Pt was admitted to the hospital for observation and pt acid/base levels were monitored (value not specified). The pt was discharged to home. The outcome is unk.